Event description:
It was reported, ¿incorrect insertion into lung occurred. Very small amount of nutrition was mis-administered into lung. The monitor showed the incorrect insertion, but it was not noticed during the insertion and also from x-ray data after insertion.¿ no medical interventions reported.

Manufacturer narrative:
Correction: MFR report number, d1, d2, d4, g1, g4. This event was previous submitted under MFR report number 9611594-2024-00017. Due to a correction in d4 and g1 manufacturing site, no further information will be submitted under 9611594-2024-00017. The new manufacturer report number for this event is 3011270181-2024-00068. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
No samples were provided so unable to conduct a sample evaluation at this time. However, customer provided a picture of monitor and stated in their responses, "incorrect insertion into lung occurred. Very small amount of nutrition was misadministered into lung. The monitor shows the incorrect insertion, but it was not noticed during the insertion and also from x-ray data after insertion.¿ the cause of this issue was determined to be "user: incorrect use". All information reasonably known as of 15 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.